Event description:
It was reported that pump displayed malf 1 malfunction that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer transitioned to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for placing malfunctioning pump in storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.